Manufacturer narrative:
The customer was brought to the ER via ems for alleged low bgs, blank display, critical pump error, sensors failing due to lost communication anomaly and change sensor alert on (B)(6) 2023 (primary svn: (B)(6). On svn: (B)(6) the customer reported alleged low bgs (hypoglycemia), calibration not accepted alert and change sensor alert on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. No blank display or critical pump error noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No pump/sensor communication anomaly, calibration anomaly, change sensor alert or calibration not accepted alert noted. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, scratched keypad overlay and pillowing keypad overlay. The pump did not have a battery installed when received. No damage noted on the original battery cap. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, and motor. Please see below for the boluses listed on the event date 05-aug-2023 in the pump history file primary svn: (B)(6). On (B)(6) 2023 12:11:33.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 70000 (7 u). Bolus amount delivered: 70000 (7 u). On (B)(6) 2023 13:45:15.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 70000 (7 u). Bolus amount delivered: 70000 (7 u). Daily total of all insulin delivered was incomplete due to the start time below on (B)(6) 2023 17:25:14.000). On (B)(6) 2023 09:16:14.000 daily totals g670 (63). Daily total collection start time: on (B)(6) 2023 17:25:14.000. Daily total of all insulin delivered: 0 (0 u). Daily total of basal insulin delivered: 0 (0 u). Daily total of bolus insulin delivered: 0 (0 u). Please see user time date change below. On (B)(6) 2023 17:25:14.000 user time date change (3). Event type = 3. Source ID = 0. History record length = 19. System time: on (B)(6) 2023 17:25:14.000. New system time: on (B)(6) 2023 09:16:14.000. There were no auto suspend (12) alarm noted in the pump history file. There were no user suspended (2) alarm noted on the event date 05-aug-2023 in the pump history file primary svn: (B)(6). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 05-aug-2023 in the pump history file. On (B)(6) 2023 19:01:40.000 alarm alert notification (40). Fault number: mfda alarm (130). On (B)(6) 2023 19:02:15.000 alarm alert notification (40). Fault number: mfda alarm (130). On (B)(6) 2023 19:11:00.000 alarm alert notification (40). Fault number: mfda alarm (130). On (B)(6) 2023 19:12:07.000 alarm alert notification (40). Fault number: motor power request timeout alarm (82). On (B)(6) 2023 19:15:00.000 alarm alert notification (40). Fault number: low battery alert (104). On (B)(6) 2023 19:15:42.000 alarm alert notification (40). Fault number: failed batt test (58). On (B)(6) 2023 19:15:55.000 battery removed (55). On (B)(6) 2023 19:15:55.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 19:15:55.000 battery inserted (44). On (B)(6) 2023 19:15:55.000 alarm alert notification (40). Fault number: failed batt test (58). On (B)(6) 2023 19:16:04.000 alarm alert notification (40). Fault number: failed batt test (58). On (B)(6) 2023 19:16:16.000 battery removed (55). On (B)(6) 2023 19:16:16.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 19:16:16.000 battery inserted (44). On (B)(6) 2023 19:16:16.000 alarm alert notification (40). Fault number: failed batt test (58). On (B)(6) 2023 19:16:27.000 alarm alert notification (40). Fault number: failed batt test (58). On (B)(6) 2023 19:17:00.000 alarm alert notification (40). Fault number: low battery alert (104). On (B)(6) 2023 19:17:06.000 alarm alert notification (40). Fault number: failed batt test (58). On (B)(6) 2023 19:17:19.000 battery removed (55). On (B)(6) 2023 19:17:19.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 19:17:19.000 battery inserted (44). On (B)(6) 2023 19:17:19.000 alarm alert notification (40). Fault number: failed batt test (58). On (B)(6) 2023 19:17:25.000 battery removed (55). On (B)(6) 2023 19:17:25.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 19:17:25.000 battery inserted (44). On (B)(6) 2023 19:17:25.000 alarm alert notification (40). Fault number: failed batt test (58). On (B)(6) 2023 19:17:37.000 alarm alert notification (40). Fault number: failed batt test (58). On (B)(6) 2023 19:18:00.000 alarm alert notification (40). Fault number: low battery alert (104). On (B)(6) 2023 19:18:13.000 alarm alert notification (40). Fault number: failed batt test (58). On (B)(6) 2023 19:19:00.000 alarm alert notification (40). Fault number: low battery alert (104). On (B)(6) 2023 19:28:00.000 alarm alert notification (40). Fault number: failed batt test (58). On (B)(6) 2023 19:30:45.000 alarm alert notification (40). Fault number: failed batt test (58). On (B)(6) 2023 19:31:00.000 alarm alert notification (40). Fault number: low battery alert (104). On (B)(6) 2023 19:40:00.000 alarm alert notification (40). Fault number: failed batt test (58). On (B)(6) 2023 19:47:36.000 alarm alert notification (40). Fault number: failed batt test (58). On (B)(6) 2023 19:48:00.000 alarm alert notification (40). Fault number: low battery alert (104). On (B)(6) 2023 19:57:00.000 alarm alert notification (40). Fault number: failed batt test (58). On (B)(6) 2023 20:02:01.000 battery removed (55). On (B)(6) 2023 20:02:01.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 20:03:08.000 battery inserted (44). On (B)(6) 2023 21:08:43.000 alarm alert notification (40). Fault number: mfda alarm (130). On (B)(6) 2023 21:18:00.000 alarm alert notification (40). Fault number: mfda alarm (130). On (B)(6) 2023 04:17:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 15:26:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 15:36:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 16:32:00.000 alarm alert notification (40). Fault number: lost sensor 2 alert (781). On (B)(6) 2023 16:42:00.000 alarm alert notification (40). Fault number: lost sensor 2 alert (781). On (B)(6) 2023 21:51:45.000 alarm alert notification (40). Fault number: mfda alarm (130). On (B)(6) 2023 21:52:45.000 alarm alert notification (40). Fault number: mfda alarm (130). On (B)(6) 2023 22:01:00.000 alarm alert notification (40). Fault number: mfda alarm (130). On (B)(6) 2023 17:23:03.000 alarm alert notification (40). Fault number: trace check error (68). On (B)(6) 2023 17:23:03.000 alarm alert notification (40). Fault number: history pointers bad alarm (49). On (B)(6) 2023 17:23:13.000 alarm alert notification (40). Fault number: history pointers bad alarm (49). On (B)(6) 2023 17:24:31.000 alarm alert notification (40). Fault number: post reset ram crc alarm (23). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Low battery alert was expected due to the customer's battery in the pump is low on power. Failed battery test alarm was due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump error 68, pump error 49 and pump error 23 were expected due to the battery removed for more than 10 minutes and the pump reset. On (B)(6) 2009 00:00:26.000 time reset (2). Event type = 2. Source ID = 0. History record length = 19. System time:on (B)(6) 2009 00:00:26.000. New system time: on (B)(6) 2023 17:23:00.000. The test battery was removed and reinserted with no pump error 68, pump error 49 or pump error 23 not during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump error 130 confirmed due to moisture damage on the motor. Pump error 82 confirmed due to moisture damage on the electronic assembly. Pump error 130 confirmed. Pump error 82 confirmed. Low battery alert not confirmed. Failed batt test alarm not confirmed. Lost sensor alert not confirmed. Pump error 68 not confirmed. Pump error 49 not confirmed. Pump error 23 not confirmed. Regarding svn: (B)(6) (event date on 28-aug-2023), please see below. Please see user time date change below. On (B)(6) 2023 17:25:14.000 user time date change (3). Event type = 3. Source ID = 0. History record length = 19. System time: on (B)(6) 2023 17:25:14.000. New system time: on (B)(6) 2023 09:16:14.000. There was no data available on event date 28-aug-2023 on svn: (B)(6). Unable to verify bolus delivery, source of boluses delivered and any alarms/suspends, and daily total of all insulin for event date 28-aug-2023 on svn: (B)(6) due to no data available. Unable to perform the history review 1 week prior to the event date 28-aug-2023 on svn: (B)(6) in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia). Blank display not confirmed. Critical pump error not confirmed. E/a alarm unspecified (found pump error 130 and pump error 82 in the pump history file) confirmed. Pump error 130 confirmed. Pump error 82 confirmed. Pump/sensor communication anomaly not confirmed. Change sensor alert not confirmed. Calibration not accepted alert not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 20 mg/dl at the time of the event. The customer was admitted to an emergency room and treated with an insulin pump and intravenous insulin infusion. The customer experienced symptoms such as weakness and loss of consciousness. Troubleshooting was performed and performed and found that the pump had a blank display and pump error. It was unknown whether the insulin pump system was used within 48 hours of the reported high blood glucose event and whether the smart guard auto mode was active at the insulin pump. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.